Event description:
Additional information was received from the customer on 2/17/10. The customer reported pump overinfused 16 ml of dilaudid over a one hour period of time. The pump was programmed in the pca/bolus mode. The pump history indicated the pca programming is unknown. The pump history indicates a shift total of 1.76, one bolus injection and one attempt to do bolus.

Event description:
Baxter technical support received phone call from customer on 12/7/09 reporting an overinfusion that occurred on a female patient with a pcaii pump the night of (B) (6) 2009. The clinical risk manager reported pump was programmed to administer a maximum dose of 30 milligrams in 1 hour of demerol, concentration of 10 milligrams per mililiter,dose of 5 milligrams, delay of 10 minutes. The syringe contained 500 milligrams of solution. The pump delivered 500 milligrams in 2.5 hours. The clinical risk manager reported benadryl was administered to offset overdose of demerol, patient reported itching. No sedating effect was reported by patient. No additional information is available on this incident.

Manufacturer narrative:
(B) (4). Device was received for evaluation. The reported issue of overinfusion was not confirmed. The pump was programmed with the customers prescription and pump infused according to specifications.

Manufacturer narrative:
(B) (4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.